Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the tip-up fenestrated grasper instrument broke. A fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was received and failure analysis found the instrument to have a frayed grip cable at the distal end.

Manufacturer narrative:
Updated fields: b1, h1, h6, h11. Corrected data: no fragment fell inside the patient as initially reported. Note: on the initial MDR submission, the b2 field was incorrectly checked as "required intervention" and the h1 field was incorrectly checked as "serious injury." In addition, "f23 - unexpected medical intervention" was incorrectly selected for the h6 field (annex code f).

Event description:
Refer to h11 for follow-up information.